Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03215. It was reported that the leads had high impedances due to a fracture. As a result the leads were explanted and replaced on (B)(6) 2019.